Event description:
The customer initially reported that the jaws of the device became harder to open as the procedure progressed. Eventually, the jaws could no longer open, but the device was not on tissue when this occurred. There was no pt injury. The incident device was returned and a visual inspection revealed that the ski guide pin was missing from the ski guide lever.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device eval is complete, a f/u report will be submitted.